Event description:
It was reported that a site's (B)(6) handheld device was not holding a charge. Good faith attempts to obtain additional info on how the handheld is stored and handled when not in use have been unsuccessful to date. The site sent a replacement handheld device and the (B)(6) handheld in question has been returned to the MFR for product analysis. Device eval has not been completed at this time.